Event description:
It was reported that a one-link catheter extension set was unable to be primed. The nurse stated that the one link set was connected to a non-baxter set; however, the line was unable to be primed. The nurse was reported to use a pushing and twisting motion to connect the one link set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The event reportedly occurred within 3 months of (B)(6) 2015. Lot number ¿ the customer reported potentially associated lot number of ur15e006025. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The customer reported potentially associated lot number ur15e006025; however, this lot number was not recognized by baxter. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.